Event description:
Pt reported that their one touch ultra meter kept giving the error 4 message. Pt tried testing with another vial of test strips, but the issue persisted. This issue was not resolved with troubleshooting. Meter was replaced. There was no adverse event or medical intervention reported. No further clinical info was provided.